Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Concomitant medical products: lantus - customer only takes lantus when she feels it is necessary. Reporter indicated that customer had not taken lantus in 3-4 months.

Event description:
Customer reportedly received results of 209 mg/dl and 96 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.